Manufacturer narrative:
No information was available regarding the model and serial number of this lead. As such, the manufacturing information was also unavailable. This report will be updated should further information become available. Santoro, amato, et al. (2024). Helix breakage during left bundle pacing area implantation. Pacing clin electrophysiol. 2024;1 to 2. Doi: 10.1111/pace.15061.

Event description:
It was reported that this implantable lead was an attempted implant in the left bundle branch. The first attempt at placement had inconsistent capture, and high pacing thresholds. The lead was extracted, and the helix mechanism was tested for normal functionality without issue. On the second attempt, the lead was placed but the r wave amplitudes were inadequate. The helix was attempted to be extracted again but was unable to be removed. The lead was gently pulled while rotating the helix, which caused the helix to stretch while still implanted in the septum. The helix mechanism detached from the lead, and a remained in the ventricular septum. A new rv lead was used to complete the implant procedure. At 3-month follow-up an x-ray was performed, and the helix fragment remained stable in the septum. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific. Therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. No information was available regarding the model and serial number of this lead. As such, the manufacturing information was also unavailable. This report will be updated should further information become available. Santoro, amato, et al. (2024). Helix breakage during left bundle pacing area implantation. Pacing clin electrophysiol. 2024;1 to 2. Doi: 10.1111/pace.15061.

Event description:
It was reported that this implantable lead was an attempted implant in the left bundle branch. The first attempt at placement had inconsistent capture, and high pacing thresholds. The lead was extracted, and the helix mechanism was tested for normal functionality without issue. On the second attempt, the lead was placed but the r wave amplitudes were inadequate. The helix was attempted to be extracted again but was unable to be removed. The lead was gently pulled while rotating the helix, which caused the helix to stretch while still implanted in the septum. The helix mechanism detached from the lead, and a remained in the ventricular septum. A new rv lead was used to complete the implant procedure. At 3-month follow-up an x-ray was performed, and the helix fragment remained stable in the septum. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide a correction to the reportable event type. The observed unretrieved device fragments occurred during the implant procedure and did not require addition intervention, and no adverse patient effects were noted as a result. This event does not meet serious injury criteria, and the reportable event type was updated to malfunction. This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. No information was available regarding the model and serial number of this lead. As such, the manufacturing and UDI information was also unavailable. This report will be updated should further information become available. Santoro, amato, et al. (2024). Helix breakage during left bundle pacing area implantation. Pacing clin electrophysiol. 2024;1 to 2. Doi: 10.1111/pace.15061.

Event description:
It was reported that this implantable lead was an attempted implant in the left bundle branch. The first attempt at placement had inconsistent capture, and high pacing thresholds. The lead was extracted, and the helix mechanism was tested for normal functionality without issue. On the second attempt, the lead was placed but the r wave amplitudes were inadequate. The helix was attempted to be extracted again but was unable to be removed. The lead was gently pulled while rotating the helix, which caused the helix to stretch while still implanted in the septum. The helix mechanism detached from the lead, and a remained in the ventricular septum. A new rv lead was used to complete the implant procedure. At 3-month follow-up an x-ray was performed, and the helix fragment remained stable in the septum. No additional adverse patient effects were reported. This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.